Event description:
The report received from the affiliate indicated that the box of a 8f 95cm .035" vista brite tip long sheath was opened and a connection rupture was noted. A second unit was used to complete the case. The event occurred before use on the patient. The device will be returned for analysis. The procedure was a carotid angioplasty.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported from the affiliate, the box of an 8f 95cm .035" vista brite tip long sheath was opened and a rupture was noted at the point of connection. Upon receipt of the returned device, the luer hub was noted to be separated. No patient injury was noted. A second unit was used to complete the case. The event occurred during a carotid angioplasty before being used on the patient. Attempts to gain further information were unsuccessful. One non-sterile intro g 8f mpa I 95cm .035" and one vessel dilator were received coiled inside a plastic bag. The catheter hub was separated from the catheter outer body. No other discrepancies were found. During microscopic analysis, body residues were observed in the hub. The unit was reviewed by the pet team and it was found that the involved unit was analyzed and residuals of the cannula were present on the molded hub which concludes that the body and the molded hub were properly molded within validated parameters. Controls are in place to detect this kind of issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as ¿luer hub - separated (peripheral)¿ by the customer was confirmed since the hub was received separated from the catheter body. The pet team concluded that the involved unit contained residuals of the cannula on the molded hub which concludes that the cannula body and the molded hub were properly molded within validated parameters. Handling or shipping factors may have contributed to the separated condition. Controls are in place to detect this kind of issue. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no preventative or corrective actions will be taken.

Manufacturer narrative:
The device was received and the preliminary evaluation indicated "distal end of sheath detached and included." The engineering report is pending and will be submitted within 30 days receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the affiliate, the box of an 8f 95cm .035" vista brite tip long sheath was opened and a rupture was noted at the point of connection. No patient injury was noted. A second unit was used to complete the case. The event occurred during a carotid angioplasty before being used on the patient. Attempts to gain further information were unsuccessful. The product was not returned for analysis. Review of lot 17071845 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.